Event description:
Rptr was put on an FDA unapproved drug called cyclosporine - eyedrops. Ophthalmologist at that visit also told rptr he had no reason to see them anymore. Therefore, rptr was put on this FDA nonapproved drug and not followed. Rptr has seriously dry eye and nobody to follow them on this drug. No other ophthalmologist in this large city area will take rptr on; a complication from the lasik procedure put on an experimental drug. Rptr has contacted allegran and they don't seem to care that their physician prescribed a drug and then didn't follow them as a pt on this FDA unapproved drug. Rptr has a prescription for cyclosporine for one year. Rptr would like to know what is the FDA's responsibility if any when a physician does this. Rptr asks what they are supposed to do in order to use this drug. Rptr asks if the physician is in any violation for doing what he did to them and if so is there any repercussions from the FDA. Rptr believes that this should be seen by chief mediator and ombudsman at the FDA and someone should address what has happened. Rptr is sure that they are not the only pt who he has done this to since the statistics collected on the lasik procedure is highly inaccurate as the population increases in size.